Manufacturer narrative:
THE REPORTED EVENT OF INABILITY TO PAIR WAS CONFIRMED. REVIEW OF THE PATIENT APPLICATION LOGS DID NOT PROVIDE ANY FINDINGS. THE ROOT CAUSE OF THE INABILITY TO PAIR WAS UNABLE TO BE DETERMINED WITH THE AVAILABLE INFORMATION.

Event description:
ADDITIONAL INFORMATION RECEIVED INDICATED THAT THE PATIENT PRESENTED IN CLINIC, BUT THE ICM COULD NOT BE INTERROGATED BECAUSE THE SOFTWARE OF THE PROGRAMMER WAS NOT UP TO DATE. THERE WERE NO PATIENT CONSEQUENCES REPORTED.

Event description:
IT WAS REPORTED THAT THE IMPLANTABLE CARDIAC MONITOR (ICM) EXHIBITED BLUETOOTH (BLE) TELEMETRY LOSS. NO INTERVENTION WAS PERFORMED. THERE WERE NO PATIENT CONSEQUENCES REPORTED.

Event description:
Additional information received indicated that the patient presented in clinic to explant the ICM on (b)(6) 2026. Upon inspection, the ICM was not in the patient's pocket. The physicians believe it worked its way out on its own without the patient realizing. The patient is currently in stable condition.